Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and audio beep anomaly. The customer's blood glucose reading was 447 mg/dl. The customer treated with a bolus. The customer stated that she splurged on carbs which is the reason for high readings. The customer mentioned that the pump had random long beeps. The customer stated that the buttons were not pressed or accidentally pressed. The product was not returned for analysis.